Event description:
A 25 gauge needle from a packet broke off at the hub inside of the patient while local anesthesia was being administered by doctor. The doctor was able to remove the broken piece of the needle using laparoscopic instruments.